Manufacturer narrative:
In response to FDA report number: mw5092849. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the device noted brown particles on the outer surface and within the diaphragm valve fill channel. A weight measurement was taken and noted 398.5gm of fluid within the device. The event of depression is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange of implant with no complaint against the device.

Event description:
Patient reported a left side exchange of implant with no complaint against the device. Patient later reported" within 3 months developed muscular/joint pain, chronic fatigue, anxiety, extreme depression, diagnosed at this time with symmastia. Device has been explanted.